Event description:
The recipient reportedly experienced an infection and a hematoma. Medical treatment (type unknown) was provided, and the recipient was advised to cease device use. However, the issue did not resolve. The recipient¿s device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover of the device, a kinked array, as well as slices on the distal end of the tubing. This is believed to have occurred during revision surgery. Photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and the mechanical tests performed. This device was explanted for medical reasons. However, the wet impedance testing produced results which were out of specification due to electrode condition. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections d.9. The recipient's treatment is 6 months. The recipient was hospitalized for one week. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.